Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) is dead. They quit recharging about 6 months ago. They were redirected to their healthcare provider (hcp). No patient symptoms were reported. Additional information was received from the manufacturer¿s representative (rep) who reported the patient hadn¿t charged in a year and didn¿t bring their recharger with them to their appointment. The rep was walked through the physician mode recharge (pmr) process with the wireless recharger, which was the only recharger they had. At the end of the call the rep appeared to have gone through the ¿reset¿ portion of the pmr and the wr was consistently beeping which was believed to the pmr slow charge delivery.